Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light) and shuts down. The key failure was a defective poppet. Additional malfunction was a defective 4 way valve.